Event description:
On (B)(6) 2012, the pharmacy tech/reporter contacted lifescan (lfs) (B)(4) alleging the patient was using expired test strips on an unspecified lfs meter. As a result of using the expired test strips, the patient reportedly obtained higher results on his/her lfs meter, took too much insulin, and required hospitalization because he/she went into a coma. The reporter could not provide any further information about the product, the patient's personal information, or the incident. In addition, the reporter could not recall the patient's name. This complaint is being reported due to use error and because the patient allegedly required hcp medical treatment for hypoglycemia after he/she took insulin based results obtained from expired test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).